Event description:
It was reported that sometimes post a port placement procedure, the port allegedly had catheter fractured, separated and migrated. It was further reported that patient experienced pain while flushing the port. Reportedly, patient underwent emergent catheter and port removal procedure and had revision of new port. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. However, one x-ray image was provided for review. The image demonstrates a port in the right chest wall with evidence of a fracture of the port catheter at the attachment site. The catheter appears to be within the soft tissue of the neck and the right internal jugular vein extending into the right heart. Therefore, the investigation is confirmed for the reported catheter broke off and migrated issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 09/2021), g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a port placement procedure, the port allegedly had catheter fractured, separated and migrated. It was further reported that patient experienced pain while flushing the port. Reportedly, patient underwent emergent catheter and port removal procedure and had revision of new port. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2021).